Event description:
On (B)(6) 2012, customer reported that hcg and dil-hcg results, on the dxc 600i instrument, were not matching. Customer stated that the dxc 600i generated inconsistent results for hcg and dil-hcg on one patient sample. Customer recovered a hcg result of 991 miu/ml, and a dil-hcg result of 1360 miu/ml. Customer repeated both tests and recovered 996 miu/ml for hcg and 1385 miu/ml for dil-hcg. Customer reported out the 991 miu/ml. Customer did not stated which dil-hcg result was reported. It was not noted that patient treament or diagnosis was affected by this event. Customer stated that their quality control (qc) had been within their established ranges. Customer technical support (cts) instructed the customer to run the service assay "dil test" in order to diagnose any instrument malfunction in the pipetting of the dil-hcg2 format. The service assay passed all requirements. No qc performance issues are noted in the qc response data submitted for (B)(4) 2012. No issues noted with the calibration or system check data. Failure mode for this event is unknown.